Event description:
Procedure: gastrectomy. Upon setting, no problem was confirmed in closing and opening the jaw. However upon pressing the green button it could not fire at all. No problem was confirmed in use of this idrive in another case. New one was opened to complete the case with no problem. There was no pt harm. It is unk whether reinforcement material was used.

Manufacturer narrative:
(B)(4).